Event description:
It was reported the patient experienced no stimulation sensation and a loss of therapeutic effect following a fall. The patient was at the clinic at the time of the report. Impedance readings were <250 ohms. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.